Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 500's mg/dl with trace ketones. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer administered a correction injection as well as a correction bolus via the pump to address bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.